Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for alleged no delivery found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test. Test p-cap locked into the reservoir tube successfully, however retainer ring damage noted. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. No pump alarm insulin flow blocked alarm found in the pump downloaded history near/on the event date. Pump error 63 variable 3 was noted in the downloaded history found on (B)(6) 2022 at 9:32 due to broken trace and loose solder joint u1 pin6 on keypad assembly. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked, missing display window/cover, serial label damage, cracked retainer, partially detached retainer and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Pump error 63 alarmed during self test due to broken trace and loose solder joint u1 pin6 on keypad assembly. Additionally retainer ring damage noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin did not exit. Customer stated that they run load reservoir with empty insulin pump until piston reaches end of travel but the insulin pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.